Manufacturer narrative:
Additional information was received on august 28, 2020. The patient's capsular contracture was baker grade IV. Bilateral total capsulectomy, mastopexy, and reconstruction with an internal ryan flap was performed with explant. The investigation of the returned photograph was completed by the failure analysis lab on september 7, 2020. Device evaluation summary: upon visual evaluation of the images provided in the complaint, two implants covered with scar tissue could be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 350cc mentor memorygel breast implant experienced bilateral capsular contracture (baker grade unknown) and several unexplained systemic symptoms post procedure. Breast pain, shooting pain around the nipples, fatigue, brain fog, hair loss, anxiety, depression, bloating in the face, yellowing of the eyes, general feeling of malaise, and elevated body temperature were all noted. Outside of one elevated antinuclear antibody test, all other bloodwork was stated to be normal. As a result, explant without replacement was performed on (B)(6) 2020. The patient¿s condition is stated to be improved. See 1645337-2020-10687 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on september 25, 2020. The capsular contracture was baker grade IV. The patient underwent en bloc capsulectomy. The implant was sent to pathology after explant. Pathology diagnosis: dense fibrous capsule with attached skeletal muscle and no evidence of implant rupture. Capillary hemangioma (slide bb). Intact breast implant. No evidence of infection or malignancy. Manufacturer¿s reference number: (B)(4).